Event description:
It was reported that immediately after opening it for use, noticed that the guide wire was bent. There was no reported patient involvement. (B)(6)2025: it was found during an investigation that the guidewire revealed five misaligned coils along the distal end of the guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire is confirmed, but the root cause could not be determined. One 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed no obvious use residues throughout the returned device. Small kinks were observed at the distal end of the guidewire. A microscopic observation of the returned guidewire revealed both the proximal and distal weld tips were present along the device. Five misaligned coils were observed along the distal end of the guidewire. Because no obvious use residues were observed along the device, but the guidewire was returned opened, the complaint of a kinked guidewire is confirmed but the exact cause could not be determined. Potential causes of failure may include pulling the guidewire against a needle bevel, handling technique, or other unknown manufacturing process deficiencies. This complaint will be recorded for future trending and monitoring purposes.